Manufacturer narrative:
Additional product component: model number/catalog number: 2400152 and 72401110, serial number: null and null, batch/lot number: 456453006 and 457552001, model/catalog description: reservoir 65ml and pump cxm.

Event description:
It was reported that the patient experienced failure to cycle due to a cylinder tear resulting in fluid loss with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.

Manufacturer narrative:
Device analysis: analysis of the cxm 16cm confirmed there were no leaks in cylinder 1. Cylinder 2 had a leak in the cylinder body with hole in the outer tube with wear at the fold and avulsion. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. Additional product component: model number/catalog number: 2400152 and 72401110, serial number: null and null, batch/lot number: 456453006 and 457552001, model/catalog description: reservoir 65ml and pump cxm.

Event description:
It was reported that the patient experienced failure to cycle due to a cylinder tear resulting in fluid loss with an inflatable penile prosthesis (ipp). The ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. Should additional relevant details become available or the product was returned, a supplemental report will be submitted upon completion of product analysis.